Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve has incorrect resistance. Associated malfunctions for this device: power switch no audible alarm, tie wraps leaking.